Event description:
Reported via clinical study: it was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed in a canine as part of a preclinical study. A 24 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A micro-CT (micro-computed tomography) showed a fracture at the proximal end of the closure device post explant. No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. Additionally, necropsy findings documented by the study pathologist did not report any concerning tissue changes at the area of this distal puck in this animal.

Manufacturer narrative:
H6 impact code: imaging required f2203 removed.

Event description:
Reported via clinical study. It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed in a canine as part of a preclinical study. A 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A micro-CT (micro-computed tomography) showed a fracture at the proximal end of the closure device post explant. No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. Additionally, necropsy findings documented by the study pathologist did not report any concerning tissue changes at the area of this distal puck in this animal.